Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verifrt does not reflect a conclusion by mit admission that the device, mitek, ornstitutes an admission that the device, mitek, or its employees caused or contributvice, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. Multiple follow-ups were made to obtain additional information regarding the event, but no response was received. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (510k): this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: lee, s. H., et al (2010) combined reconstruction for posterolateral rotatory instability with anterior cruciate ligament injuries of the knee. Knee surg sports traumatol arthrosc, vol. 18, pages 1219-1225 (south korea). The study emphasizes on the evaluation of the clinical outcome after reconstructions between 2002 and 2007 of both the acl and the posterolateral corner (plc) in 44 knees with combined acl and plc injuries. The patients evaluated on course of this study: there were 41 males and 3 females. The article describes the following procedure: acl reconstruction. The device involved was: unknown rigidfix cross pins. Complications described: the complications of surgery included knee joint stiffness in two patients, one of whom was subjected to an adhesiolysis performed arthroscopically 6 months after surgery. On the final follow-up, both patients were able to flex up to 130 degrees, but could not squat fully. Another patient was subjected to an arthroscopic examination because of a hemarthrosis and loss of motion due to reinjury 18 months after surgery. The result revealed a hematoma due to partial rupture of the acl graft tendon, and a debridement of the hematoma was performed. The patient demonstrated grade I anterior instability without posterolateral instability at the final follow-up. Two patients developed an infection of the knee joint that healed after arthroscopic irrigation and debridement without graft removal.